Manufacturer narrative:
The device was returned to zoll medical corporation and review of the access log showed that the alarm occurred when the signal to the o2 valve was outside of the calibration range for the required flow rate, but that the device was available to provide ventilation. The customer has acknowledged that ventilation was being provided using the compressor by setting the fio2 to 21%. The device was recalibrated and recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "02 valve fault 3011" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.